Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display and damage from the insulin pump. The customer's blood glucose reading was 189 mg/dl. The customer woke up without any warnings of blank display. The customer dropped the pump and there was a small crack on the pump. The customer mentioned a crack and shadow on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap and the pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No blank display was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads. No cracks on the lcd window was noted.